Event description:
This is a spontaneous report by a nurse in (B)(6) of break in aseptic technique and peritonitis with culture positive for (B)(6) in a female patient (B)(6) coincident with dianeal pd4 and pd2 ambuflex therapies. On an unreported date in (B)(6) 2008, the patient began treatment with dianeal pd4 ambuflex and dianeal pd2 ambuflex (dose frequency and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in 2011, a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced peritonitis. Hospitalization was not required. It was not reported whether a remedial treatment was performed. The patient recovered from the event of peritonitis. It was not reported if the patient received re-training regarding aseptic technique, therefore an outcome for the event of break in aseptic technique was not reported. Action taken with dianeal therapy was not reported. The patient's concomitant medications were not reported. The nurse believed that the event of peritonitis was caused by a break in aseptic technique, and unrelated to dianeal therapy. The nurse did not comment on whether the event of break in aseptic technique was related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.